Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. In 2009, the lay user/patient contacted lifescan (lfs) alleging that the last meter result was frozen on the meter's display from couple of hours to "overnight." The reported issue first occurred "6 months ago." The patient claimed that because she was unable to test, she had suffered from low blood glucose levels 20 minutes after the reported issue first occurred. It was noted that she had the shakes. She administered self-treatment with a glucose tablet and honey. No other forms of treatment or blood glucose results were reported. The cca went through troubleshooting with the reporter and noted that the frozen result was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly became hypoglycemic as a result of not being able to test with her meter. In addition, the power issue (last result frozen on display) was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.